Event description:
The user facility reported that during a patient procedure, paint chips fell from their harmonyair m-series surgical lighting system contacting the patient. The paint chips were removed resulting in a procedure delay. The sterile field was reestablished, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived on site to inspect the lighting system and found the lower tightening ring for the upper suspension arm was installed inverted. This caused the upper arm to come in contact with the lower arm causing paint chips to detach resulting in the reported event. The technician reinstalled the lower tightening ring properly, tested the unit, confirmed it to be operating according to specification and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.